Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient reported he had been hospitalized from (B)(6) 2017 due to fluid overload and low hemoglobin levels (anemia). The patient stated he had gained almost 20 pounds before being hospitalized and was able to continue continuous cycler-assisted peritoneal dialysis (ccpd) therapy while hospitalized. The patient stated he previously used 1.5% dextrose solution and was advised to begin using 2.5% dextrose solution to remove the excess fluid. The patient indicated as of (B)(6) 2017 his signs and symptoms of fluid overload and anemia resolved, and was able to continue to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the cycler without further issue. Medical records were requested.

Manufacturer narrative:
Conclusion: a temporal association likely exists between the liberty cycler and the patient¿s hospitalization for hypervolemia and anemia. Although, there have been no reported allegations against a liberty cycler malfunction as a causal/contributory factor in the patient¿s hospitalization for hypervolemia and anemia and there is no documentation in the complaint file to support a causal relationship. The possibility exists the patient¿s fluid volume overload is associated with use of 1.5% dextrose solution during ccpd treatment. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
Information in the complaint file was reviewed. A peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) therapy reported he was hospitalized on (B)(6) 2017 for hypervolemia and anemia. Details of the hospitalization course were unknown. On (B)(6) 2017 during a follow up call, the patient stated he and gained ¿20 pounds¿ prior to hospitalization using 1.5% dextrose pd solution for ccpd treatments. The patient further stated he was continued on ccpd therapy while in the hospital and he was medically advised to change to 2.5% dextrose pd solution for ccpd treatments to help remove his excess fluid volume. Additionally, the patient reported he was discharged from the hospital on (B)(6) 2017 and continues ccpd therapy at home without further reported issues. Reportedly, the patient recovered from the hypervolemia and anemia event.